Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review: provided photo shows an implanted iol. There appear to be dark marks/lines/scratches on the optic peripherally near the haptic junction. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, doctor noted a mark on the optic peripherally near the haptic junction. The lens was not explanted and procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Provided photo shows an implanted iol. There appear to be dark marks/lines/scratches on the optic peripherally near the haptic junction. Based on our observation of the attached photo, there appear to be dark marks or lines or scratches on the optic peripherally near the haptic junction. The origin of the observed mark or line or scratches cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: 2025-45409